Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the ise mix motor to resolve the issue. The fse verified analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) sodium, and potassium due to negative anion gap values on their cell 2 of the au5800 clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer and obtained normal results. The customer released the initial results out of the laboratory; however, they were corrected later upon repeat. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.